Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen would activate a different area than the section that was selected. Customer's blood glucose was 168 mg/dl. During troubleshooting with tandem technical support, the issue was resolved.